Event description:
It was reported that following an ablation procedure, the tissue adjacent to the lead was damaged. The physician attempted to reposition the lead, but it took over 20 rotations to both retract and extend the helix. In addition, the helix would 'pop' in and out instead of moving gradually. The physician suspected tissue in the mechanism. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The outer insulation exhibited a cosmetic depression, and the lead appeared to have been damaged at implant.